Event description:
Siemens was notified on (B)(4) 2012 that siemens cse had properly installed the emi upgrade kit that the customer ordered. The cse heard the gurgling sound of running water when he hooked the facility water to the charge drawer, which is normal. After a few minutes water poured out of the pulse tank beneath the charge drawer. Further investigation showed leakage coming from the charge drawer. Water was splashing all around. A new (emi read) charge drawer was ordered. There is no patient involvement and no report of injury to service or facility personnel. This incident is being reported due to the ability of a wet surface to present a conductive path for electrical shock or electrocution. This reported incident occurred in (B)(6).

Manufacturer narrative:
Siemen's customer service engineers are trained to power down the system before starting repairs/upgrades, which was the action taken prior to the issue of this reported incident. There are also warnings in the user manual, service manuals and stickers at the system about the danger of electrocution. A new charge drawer for the emi upgrade has been ordered for the customer. (B)(6).